Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2023 due to colitis caused by ischemia. It was reported that heartmate 3 lvas, serial number: (B)(6), would not be returned for evaluation. The patient outcome was not considered to be device related, and the device reportedly operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to colitis caused by ischemia. The death was not considered to be device related. The device operated as expected.